Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with intravenous (IV) ceftazidime injection (1g, twice daily, duration not reported ) and IV vancomycin injection (1g, once daily, duration not reported) for peritonitis. At the time of this result, patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.